Event description:
The customer reported via phone call that they had a displayable history check failed on startup alarm. Customer also reported the reservoir window was cracked. The customer's blood glucose was unknown. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with multiple displayable history check failed on startup alarms in history screen due to corrupted history file. The insulin pump was received with no cracks on reservoir tube window. The insulin pump was received with cracked case at display window corners.